Event description:
The s8-3t transducer was in use when the cardiologist noticed the poor quality image. There was no harm to patients, users, or bystanders, and did not allege a serious injury or death for this event.

Manufacturer narrative:
The s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Manufacturer narrative:
Our evaluation of this probe confirmed the customer¿s imaging complaint. This imaging problem was caused by a leaky cap on the oil fill port, causing air voids in the acoustic oil interface under the window. The damage to the tip also may have contributed to the oil leaking. The exact cause of the damage to the tip could not be determined.